Manufacturer narrative:
Technical support (ts) performed troubleshooting over the phone to determine software error. Ts suggested to replace battery, check fuses, replace off-line switch, replace power supply board and return module back to factory for service repair. A serial number was not provided; therefore, a review of the device history record cannot be performed. H3 other text : over the phone troubleshooting.

Event description:
It was reported that the device received a software error with no error code, just a blank screen when power up. The tech recommended checking and replacing the battery and fuses, then the off-line switcher and power supply board. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received a software error with no error code, just a blank screen when power up. The tech recommended checking and replacing the battery and fuses, then the off-line switcher and power supply board. There was no patient involvement.